Event description:
Device evaluation competed and summary in h10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilator ventipac w/alarms pneupac no alarms and lights was confirmed during powering up device. This was isolated to a defective electrical chassis, which was replaced.

Event description:
It was reported the device alarms did not sound.